Event description:
The user facility reported that the device was disassembled. Attempts are being made to obtain additional information about the event; no further information has been received.

Event description:
The user facility reported that the device was disassembled. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
H3 other text : device not received.